Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, granuloma, biopsy. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a biopsy performed on the right breast which identified free silicone in the right breast tissue and axillary lymph nodes. During a physical exam, she was diagnosed with bilateral baker grade IV capsular contracture. Subsequently, ultrasound imaging then identified a ruptured left implant. As a result, the patient underwent bilateral implant exchange with allergan - natrelle (non-mentor) implants on (B)(6) 2026. This report is for the right breast prosthesis.